Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 5 inappropriate shocks due to supraventricular tachycardia (svt) with therapy exhaustion. These shocks caused the patient to fall and break her hip. Device remains in service. Troubleshooting options were discussed. The device was reprogrammed to monitor only. No additional adverse patient effects were reported.